Manufacturer narrative:
The device, used in treatment, has been received for evaluation. A visual inspection found damage to the front and back enclosure, the functional evaluation found no fault. The device was tested and performed within expected parameters, no issue was found with the battery and it as able to be charged without issue. This evaluation has not been able to establish a relationship with the failure reported. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies upon release into distribution. Complaint history for the reported failure has been reviewed and shown that in the previous four years there have been further instances. However, at this time no further action is deemed necessary in relation to this complaint. This investigation has now been closed and recorded as no fault found. The described failure mode, failure to charge, can potentially be caused as a result of the device¿s inbuilt safety feature, inherent within numerous rechargeable devices. When the device is charging and/or in use, its temperature will naturally increase, this and other external factors such as ambient temperature and storage location can have an impact on the time it takes to charge. If the temperature of the device increases above a certain temperature, charging will pause until the temperature has reduced. Although the device will pause charging in these conditions, it will not impact on its ability to still provide, negative pressure wound therapy. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. G5: 510k provided.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during treatment the device has problems with the batter, it does not charge, while it was outside of the house and the patient tested different loaders. The treatment was continued with a backup device without delay. No patient injuries were reported.